Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post stenting treatment procedure, in stent restenosis occurred. In (B)(6) 2012, the patient presented with angina. The target lesion was 99% in stent restenosis of an express2 stent that was located in the calcified and moderately tortuous right coronary artery (rca). During percutaneous coronary intervention (pci), a 2.5x15mm non-bsc balloon catheter was used to dilate the lesion. After pre-dilatation, the percent stenosis was 50%. A 10/3.75 flextome cutting balloon was then used and inflated to 6atm on the 1st inflation, 6atm on the 2nd inflation, 8atm on the 3rd inflation. During the 4th inflation at 8atm the balloon ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.